Event description:
In 2009, the patient reported that he attempted to prime 15 units of insulin and nothing dripped from the end of the infusion tubing. He stated that he then attempted to bolus and no insulin dripped from the end of the infusion tubing. He stated that the piston rod was not moving during the bolus attempt. To troubleshoot, the patient was instructed to perform a prime, he had already removed the insulin cartridge. He stated that the display was counting down as if the device were priming, but the piston rod was not moving. He stated that yesterday, he experienced elevated blood glucose of 320 mg/dl after lunch and he is unsure if he forgot to bolus or if the bolus was not delivered due to the piston rod issue. He stated that he did perform other boluses and the piston rod was moving at that time. He was able to lower his blood glucose. His blood glucose is typically no higher than 150-160 mg/dl. He stated that he would switch to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.